Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a batter status of elective replacement indicator (eri) after experiencing two charge times outside of the extended charge time limit for the device. A competitor's field representative indicated that the patient was to undergo a changeout procedure. There were no additional details provided. There were no adverse patient effects reported. It is unknown if the device will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.